Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that when he was first implanted he would charge the ins 5 hours once a week and it worked for a little while and then it stopped last a week, it would quit in 3 or 4 days or 2 or 3 days and then it quit charging at all. The patient reported that he quit trying to charge because he was trying to decide if he wanted the device removed. The patient reported that when it wasn't charge his back hurt because it wasn't helping the pain and it kept getting worse and the patient had to take a pain pill. No further complications were reported.